Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced while attempting to implant the lens into the patient's right eye due to a capsule tear/collapse. Further, it was indicated that a vitrectomy was performed; the incision was not enlarged. A model za9003 was implanted and the patient has recovered.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was conducted. A search on complaints related to the production order revealed that no other complaints for this production order were received. A review of the production order identified two non-conformance reports (ncr) associated with this production order. The ncrs were reviewed and were not related to the reported complaint. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There is no product deficiency identified. The lens met specification prior to release. The directions for use (dfu) were reviewed. The dfu provides the physician with proper usage instructions and guidelines. The reported issue, capsule collapse, is not directly referenced in the instructions, precautions or warnings of the dfu. Although not directly capsule related, there are conditions which may contribute to capsule collapse. Physicians considering lens implantation under any of the following circumstances should weigh the potential risk/benefit ratio for patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. The tecnis 1-piece iol should be placed entirely in the capsular bag and should not be placed in the ciliary sulcus. The dfu adequately provides instructions, precautions, and warnings for use of the intraocular lenses. The intraocular lens (iol) was returned to the manufacturing site for investigation. The product was visually inspected. Several scratches were observed. The haptic was not observed to be unpolished through the microscopic evaluation. The reported issue was not verified; the capsule tear complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.